Manufacturer narrative:
The customer observed a leaky cell rinse tube. The field service engineer performed probe adjustments and adjusted the water pressure. Cleaning maintenance was performed on the lamp light path. The cell rinse volume and detergent concentration were checked. Mixers were adjusted. Water levels were checked. No further issues occurred after the service actions were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The lot number and expiration date of the magnesium reagent were requested, but not provided. When using the magnesium test on the other disk of the analyzer, the customer states they get normal sample results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with mg2 (magnesium) on a cobas 8000 c 702 module. The customer provided data for one patient sample with discrepant magnesium results. The customer mentioned that calibration and controls are in range. They tried changing the reagent but did not notice any improvements. No questionable results were reported outside of the laboratory. The sample initially resulted in a magnesium value of 4.58 mg/dl. The sample was repeated twice, resulting in magnesium values of 1.82 mg/dl and 1.8 mg/dl. The 1.82 mg/dl value agreed with the patient's history.